Event description:
User received a questionable low result for hcg on the cobas 6000 e601 analyzer on a patient sample collected from a pregnant female patient in the emergency room. Initial hcg result gave 0.100 miu/ml. This result was accompanied by a data flag and was reported outside the laboratory. The patient received an ultrasound in the ER which showed the patient was around (B)(6) pregnant. The ER called the laboratory requesting the sample be repeated. The repeat hcg result gave 10000 miu/ml and was accompanied by a data flag. The sample was auto-repeated by the e601 analyzer with dilution giving an hcg result of 50094 miu/ml. User said the patient received an abdominal ultrasound due to abdominal issues not because of the discrepant hcg results. Patient was not affected. Elecsys hcg+beta ii reagent lot number, 15739702. The field service representative found the sipper probe dripping. He performed corrective maintenance and ran performance testing which were within specification.